Event description:
On (B)(6) 2011, the pharmacist contacted lifescan (B)(4) on behalf of the patient alleging that the patient was having difficulty inserting test strips into a one touch verio pro meter. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. A replacement meter was sent. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter alleged a casing issue with a one touch verio pro meter. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Reporter name, address, and phone # are unknown.

Manufacturer narrative:
Follow-up # 1 (09/23/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.